Manufacturer narrative:
The device was evaluated in accordance with the service manual and in consultation with philips technical support. Preventative maintenance (pm) was repeated with specific focus on pressure accuracy, flow, and air/o2 mixture performance, and all results were confirmed to be within specifications. The issue could not be replicated during troubleshooting activities, and no repair was required. The device successfully passed performance specification testing following pm activities and was returned to service. No parts or components were replaced.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting patient disconnect errors. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and reviewed the event log for the time this issue was reported and found the disconnect alarms along with a number of setting changes and selecting mask settings. The rse advised to perform a full pvt with close attention to pressure, air/o2 flow accuracy tests. The customer was advised to address any issues found before placing it back into service.